Event description:
It was reported that there was a revision, and a device adapter was explanted. It was unclear if a new extension was used. It was reported that the patient experienced irritation at the implant pocket on the abdomen by the patient's belt. It was noted that the patient was very thin and the device adapter contributed. It was unclear if the adapter contributed to the irritation or something else. It was reported that there were no patient symptoms or injuries related to the event, and the patient suffered no injury or adverse event. A month later, it was reported that there was chronic inflammation of the implant pocket. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 64002, serial# unknown, explanted: (B)(6) 2013. Product type: adapter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was chronic inflammation of the implant pocket.

Event description:
Additional information stated the inflammation of the implant area in the abdomen was caused by the patient being very thin and he used a belt at that location. It was stated the belt wore down the patient¿s skin.